Event description:
It was reported that the patient experienced a recent increase in symptoms of pain, and a volume discrepancy was found on 2014 (B)(6): the expected residual volume (erv) was 2.5ml, and the actual residual volume (arv) was 10.5ml. Diagnostic testing included a dye study, and the results were noted as being inconclusive. It was later noted that there was a motor stall on 2014 (B)(6) at 23:40, which recovered at 23:58. The physician decided to replace the entire system. The patient was doing better the following day and recovered without sequela. The pump system was being used to infuse morphine.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2006 (B)(6), explanted: 2014 (B)(6); product type catheter product ID 8578, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2014 (B)(6); product type accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Destructive analysis found pumphead hole in pump tube/mechanical wear. Analysis found pumphead deformed pump tube. Analysis found bulge in pump tube.

Manufacturer narrative:
Conclusion code was updated.

Manufacturer narrative:
Analysis of the pump revealed overinfusion-root cause undetermined. During testing the pump was found to be overinfusing by more than 14.5% at standard test conditions and typical therapeutic rate (300 ul/day). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.